Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 30, 2007, the pt's wife (reporter) contacted lifescan on behalf of the lay user/pt alleging that, the pt's one touch ultra meter was reading inaccurately high compared to the paramedic's meter. The pt usually tests 3-4 times per day. He also takes set dosages of "n" insulin (12 units in the morning and 8 units at night) along with a fast acting insulin during the day on a sliding scale (scale not specified). In 2007 (9:50 pm), the pt obtained a "108 mg/dl" on his meter while having the shakes. The csr verified that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. The reporter thought that his blood glucose was fine based on the meter reading but then noticed that the pt started to sweat shake really bad, and then eventually passed out within 10 minutes of the test. The reporter called the emergency services (ems) and they arrived around 10:10 - 10:15 pm. The pt was not given any treatment before the ems arrived. The pt's blood glucose was reportedly "38 mg/dl" on the paramedic's meter and he was treated with IV glucose. After the IV glucose, the reporter claimed that, the pt's meter read 50 points higher than the ems meter but she was unable to recall the specific results. Prior to the incident, the pt's last meter result was "240 mg/dl", which the reporter believes was taken between 12-3 pm. Based on the meter reading, she believes that she gave him a dose of the fast acting insulin based on the sliding scale. He had also eaten dinner (pork roast, potatoes, and vegetables) around 1-3pm and a snack (pork sandwich) around 5 pm. She does not recall what else occurred between his last snack to when the incident occurred. This complaint is being reported due to the following conclusion: the pt's wife reported that she perceived the pt's blood glucose as fine after obtaining the "108 mg/dl" and did not take any actions to treat the pt. She states that 20-25 minutes later the pt received treatment from emergency services with IV glucose. Replacement products were sent to the pt.